Event description:
Approximately 1-2 minutes after the start of treatment, accidental disconnection of the venous line from the cvc venous branch was verified, with blood loss difficult to quantify (approximately 150-250cc). A 350ml bolus of sf was administered for immediate volume replacement. Immediately after the incident and during treatment, the patient remained haemodynamically stable and without complaints.